Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hiccups as a result of right ventricular (rv) lead pacing. It was also reported the rv lead exhibited a high sensing integrity counter (sic) and oversensing of atrial signals. The lead was programmed off. It was also reported that the right atrial (ra) lead position check failed and the feature was subsequently programmed off. No further patient complications have been reported as a result of this event.